Event description:
Physician was unable to deploy the last centimeter of a mcs-xt 1-mm x 8-cm helical coil. Physician pulled back to reposition coil and it detached. Coil was removed with no adverse events.